Manufacturer narrative:
The manufacturer is still waiting for the arrival of the IV set.

Event description:
The user reported that an IV set leaking issue. The solution passed through the closed roller clamp on the secondary line. "We have had a disaster here the past couple of days with our secondary tubing! Probably half of our tubings are still pouring liquid through the tubing, and upon closer inspection it appears that if you roll the roller to a certain spot it closes the line, but if you roll it all the way up it releases the tube and flows again...so, we have had chemotherapy, steroids, saline, and all kinds of other meds pouring onto our counters and floors. We at first thought it was someone forgetting to clamp the tubes, but then today we really ket an eye on it and discovered the mess! I just wanted to let you know, and we're hoping that it was just one box of secondary tubes and not all we have in stock!!" No patient was injured or harmed in this case.

Manufacturer narrative:
The user-reported issue was not confirmed. Zyno medical performed the investigation testing on two cases of unused administration sets from the same lot on 09/13/2017. The leaking issue was not duplicated, and the roller clamps functioned as expected within specification.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00120).